Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to t wave oversensing, and that there were anomalies with the signals in the electrogram (egm). Additionally, it was noted that isometric assessment occurred. Technical services (ts) was contacted and recommended reviewing the primary vector. This system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to t wave oversensing, and that there were anomalies with the signals in the electrogram (egm). Additionally, it was noted that isometric assessment occurred. Technical services (ts) was contacted and recommended reviewing the primary vector. This system remains in service. No additional adverse patient effects were reported. Additional information received detailed that this s-ICD was reprogrammed after following up with the physician. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.